Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when injecting contrast agent, the 6f infiniti jr4 diagnostic catheter, a plastic strip was found to be detached, which was then urgently removed from the patient's body using a grasper. It did not cause substantial harm to the patient, and the product has been discarded by healthcare workers. Under local anesthesia, multiple catheter coronary angiography was performed. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18314909 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿catheter (body/shaft) separated¿" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing to avoid further damage to the catheter, such as a separation. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, when injecting contrast agent, the 6f infiniti jr4 diagnostic catheter, a plastic strip was found to be detached, which was then urgently removed from the patient's body using a grasper. It did not cause substantial harm to the patient, and the product has been discarded by healthcare workers. Under local anesthesia, multiple catheter coronary angiography was performed. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when injecting contrast agent, the 6f infiniti jr4 diagnostic catheter, a plastic strip was found to be detached, which was then urgently removed from the patient's body using a grasper. It did not cause substantial harm to the patient, and the product has been discarded by healthcare workers. Under local anesthesia, multiple catheter coronary angiography was performed. The device will be returned for evaluation. The device was not used in the patient. There was no damage to the packaging of the device. The product was stored on a shelf in the lab. Deformation was noted when the device was taken out of the package. The device was not pulled from the packaging by the hub, but the deformation was still noted when it was removed. It was not prepped per the IFU due to the noted deformation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when injecting contrast agent, the 6f infiniti jr4 diagnostic catheter, a plastic strip was found to be detached, which was then urgently removed from the patient's body using a grasper. It did not cause substantial harm to the patient, and the product has been discarded by healthcare workers. Under local anesthesia, multiple catheter coronary angiography was performed. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.